Manufacturer narrative:
Device history records review was completed for part# 03.632.001, lot# 6752231. Supplier: (B)(4), release to warehouse date: jan 04, 2012. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing evaluation was completed. The device was returned with the broken tip. Possible contributing factor to the thread tip being fractured 1½ to 2 threads from end of instrument is due to a side load force being applied to the instrument and the implant screw that was threaded on the end of instrument. This conclusion is based on geometry of the screw head which has 1½ to 2 threads and the appearance of the instrument threaded portion fracture point. The instrument wasn't used as intended therefore the fracture occurred. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Lot number unknown. UDI unavailable. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2017, surgery for lumbar canal stenosis was performed using the matrix 5.5 system, the fixed area was l4 ¿ l5. During the surgery, the tip of retain-sleeve got broken at the time of inserting a screw. No broken parts were left in the body, and the surgery was completed without any delay. There was no adverse consequence to the patient. This complaint involves 1 part. Concomitant device: 1x unk screw. This report is 1 of 1 for (B)(4).